Event description:
The customer reported while the patient was on a zm transmitter the central nurse's station (cns) did not alarm when it should have. No patient injury or harm were reported.

Manufacturer narrative:
Details of the complaint; on 07/23/2019, customer at barnabas health reported the cns (pu-621ra sn: (B)(6)) was not alarming for a specific rhythm. Service requested: investigation. Service performed: customer communication sent on 11/07/2019. Investigation result: a cross functional team reviewed all available information and concluded the following: the device did not trigger an alarm for v-tach as the morphology of the complexes in the lead being monitored did not change. As the morphology did not change, the device recognized those beats as being normal. Because the beats were classified as normal, the rhythm below did not meet the pre-set v-tach threshold of 4 or more ventricular beats in a row and a corresponding heart rate of above 110 beats per minute. In addition, the heart rate below appears to be approximately 110 beats per minute and thus did not trigger the tachycardia alarm which is set to a threshold of 140 beats per minute. The root cause is determined to be user misunderstanding of device functionality. Customer was provided arrhythmia monitoring analysis algorithm which describes how the device detects, interprets, and reports various arrhythmias. Investigation conclusion: the root cause is determined to be user misunderstanding of device functionality. Customer was provided arrythmia monitoring analysis algorithm which describes how the device detects, interprets, and reports various arrhythmias. The following devices were being monitored by the cns. D11. Zm transmitter model: zm-521pa.

Manufacturer narrative:
The customer reported while the patient was on a zm transmitter the central nurse's station (cns) did not alarm when it should have. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being monitored by the cns. Concomitant medical products: zm transmitter model: zm-521pa.

Event description:
The customer reported while the patient was on a zm transmitter the central nurse's station (cns) did not alarm when it should have. No patient injury or harm were reported.